Manufacturer narrative:
The patient underwent mesh implantation concurrently with total vaginal hysterectomy due to stress urinary incontinence, stress urinary incontinence and rectocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient had a mesh revision on (B)(6) 2008 due to mesh erosion, dyspareunia and pelvic pain. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/26/2016. Additional information: age/date of birth.